Event description:
It was reported that a portion of an es2 kwire broke off inside the patient intra-operatively. The patient was revised the next day in order to remove the fractured piece and the procedure was completed successfully with an unspecified surgical delay.

Manufacturer narrative:
The date of explant has been provided, field d6b was subsequently updated.

Event description:
It was reported that a portion of an es2 kwire broke off inside the patient intra-operatively. The patient was revised the next day in order to remove the fractured piece and the procedure was completed successfully with an unspecified surgical delay.

Manufacturer narrative:
Visual: visual inspection confirmed that k-wire distal tip had fractured off. The fractured tip was discolored and ~25mm long. Fracture occurred where k-wire was bent. K-wire was straight until fracture location. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The two ends of the fractured sections of k-wire were bent, indicating that excessive force may have been applied to k-wire either during insertion or removal. Bending also could indicate that excessive force or cantilevering of the awl and taps may have been applied. The bend of the k-wire indicates that there was excessive force applied specifically to that location to cause fracture to occur. If bent during tapping, the screw may have caused the event to occur during insertion, as well. The most likely root cause of the even was determined to be excessive force and/or cantilevering of the taps applied during tapping.

Event description:
It was reported that a portion of an es2 kwire broke off inside the patient intra-operatively. The patient was revised the next day in order to remove the fractured piece and the procedure was completed successfully with an unspecified surgical delay.